Event description:
The customer reported that she was hospitalized due to high blood glucose levels back in 2008 due to a reservoir recall. After further questioning, the customer stated that the piston on the insulin pump was recalled, not the reservoir. The customer stated that this occurred with a previous insulin pump, not the one she is currently using. The customer felt that we should pay for her hospital bills. Advised the customer that we would process her request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.